Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Interrupt af clinical study - subject ID: (B)(4). An index ablation procedure involving an intellanav mifi oi catheter and an intellmap orion catheter was completed on (B)(6) 2020. It was reported that on (B)(6) 2020, the patient complained of chest pain post-procedure. This was the fourth presentation for chest pain over a month. Previous admits occurred on (B)(6). And (B)(6) and an emergency department visit on (B)(6). The patient also had an outpatient ablation for atrial fibrillation on (B)(6) 2020. Laboratory tests were performed, and the patient had a negative stress test, and their cardiac MRI amyloid scan was negative. The patient's oral medication was changed/adjusted. They received a chest x-ray, and a CT scan. This issue was resolved without sequelae on (B)(6) 2020.